Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 constant cassette not locked and alarm beeping was revealed in the event log cassette no attached properly. When performing testing and duplicating event, this was verified and isolated to in mu mode the downstream and upstream sensors both reacted to pressure as expected and the cassette detect pins changed state correctly and didn't feel sticky at all was reported. The down stream sensor was replaced

Event description:
Information received a smiths medical constant cassette no locked. This event occurred during testing and date unknown. Additional information received on january 29th, 2021 revealed pump was alarming. This new information revealed event is reportable